Manufacturer narrative:
According to the customer, the nebulizer stopped working on (B)(6) 2024 while she was in the middle of her treatment. The customer reported she uses the nebulizer to administer "albuterol, hypertonic saline, and pulmozyme" for the management of her "cystic fibrosis". The customer reported the nebulizer has a "rattling noise" coming from the housing. The customer reported due to the reported issue she has an increase in mucous production. The customer did not report any serious injury, medical intervention, or follow up care related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the nebulizer stopped working on (B)(6) 2024 while she was in the middle of her treatment.